Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported pump not working cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the physician indicated that the inflatable penile prosthesis (ipp) tubing was malposition and the pump is not working. The per diem that covered the original surgery said that the doctor accidentally dropped the keith needle on the cylinders and the device worked in the inflation test. The patient is scheduled for a revision surgery on (B)(6) 2021.